Manufacturer narrative:
It was reported that a pack was used on a patient that showed an expiration date of 8/31/2025 on the outside of the pack. The kitting team informed me that the whole pack is expired, then later reached out saying it only applies to certain items in the kit. Upon further discussion with the account, the materials manager informed me that the pack did come with a yellow sticker on the outside, but it was the scrub tech who opened the pack and the administrator and higher-ups did not see this sticker since it was already opened. Everything is fine. The expired item in the pack was not used on a patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Expired pack used on a patient.